Event description:
It was reported that an altitude alarm occurred resulting in a blood glucose (bg) level of 20 mmol/l. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. Customer resolved bg by resuming normal insulin therapy.